Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones once last evening and again early this morning. Previously patient had another device that beeped for elective replacement indicator (eri).device has been implanted for 41 months. ,